Manufacturer narrative:
The referenced emergency back up battery alarm was reported under medwatch MFR report# 2916596-2017-01069. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Age of device - 2 years, 10 months. (Calculated from the date when the system controller was issued to the patient). The system controller was received partially disassembled and a dark brown contaminate was observed around the bulkhead connector, the printed circuit board, and the inside of the system controller housing. The system controller was reassembled and connected to a test patient cable, power module, and system monitor. Although a test driveline was able to be connected and disconnected from the system controller, the driveline release button was difficult to depress due to the contamination observed in and around the bulkhead connector. The specific source/composition of the contamination was unable to be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on saturday, the lvad system controller alarmed with an emergency backup battery fault while the patient was at home. The patient attempted to silence the alarm but was unable to do so. The patient presented to the hospital where the alarm was silenced. The vad clinician then attempted to change the system controller but was unable to remove the driveline while holding down the release button. The patient was discharged and was instructed to return to the clinic on monday. There was no impact to the device function and the patient was asymptomatic. It was reported by the vad coordinator that there was an unknown "brown goo" that was located around the end of the driveline that appeared to have come from some external source. On monday, the technical service representative partially disassembled the system controller in order to remove the driveline. The system controller was exchanged and returned to the manufacturer for evaluation. The technical service representative stated that the system controller had a brown substance spilled around the connector site where the driveline is inserted and where the door latch/release button is located. He reported that it took a lot of force to press on the release button and pull out the driveline. He did not have pliers; therefore, he partially opened the controller to assist in release of the driveline. He stated that the system controller was filthy overall and the unknown brown substance appeared to have been spilled into the connector, then seeped into the release latch cover area.